Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent generator replacement surgery for high impedance, but during surgery only the generator was replaced because they noted the high impedance resolved with the new generator. The physician had originally assumed there was erratic stimulation due to battery life getting low, but the device was at 50-75%. It was discussed that given the time of implant that was less likely than a lead fracture and the normal impedance could have been because of a positional or intermittent fracture meaning that the high impedance could reoccur. The explanted generator was received for analysis but has not been completed and approved to date.

Event description:
As the patient was prepped and ready to undergo surgery for a revision, information was received about insurance coverage so the surgery was cancelled. The patient's device was checked in pre-op and high impedance was still noted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance, and the physician ordered x-rays. The x-rays images have not been received or reviewed to date by the manufacturer. No known surgical intervention has occurred to date. No other relevant information has been received to date.